Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when at 80% deployment, the valve was positioned at 5mm on the non coronary cusp and 6mm on the left coronary cusp. Upon deployment that valve dislodged to 14mm which resulted in moderate paravalvular leak (pvl) and aortic insufficiency. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve, with resultant trace pvl. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.